Event description:
(B)(4) healthcare is the initial importer of this device which is a mobility scooter. Our claims associate has attempted to contact user for additional information 3 times as per protocol and has been unsuccessful. The end-user was driving the scooter in her apartment. She stopped and attempted to exit the device. She bumped the on/off switch turning the scooter on. Her foot became trapped between the door and the hinge. Three toes were injured. The patient was taken to the hospital by ambulance where she received 4 stitches. It was ascertained during the initial call into customer service that her toes were sticking out over the front of the foot rests. She was conference in with a tech who instructed her on how to lock the joy stick. She was advised to have the seat moved back so her feel stay on the foot plate.